Event description:
A report was received that the patient had an infection at the pocket site. Symptom of a lot of pain was noted. The physician does not believed that the infection was device related but it was procedure related but the cause was still unsure. The patient was placed on antibiotics but the patients infection was not cured by it. The patient underwent an explant procedure.

Manufacturer narrative:
Date of event: october 2017 additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4) description: artisan surgical lead, 50cm; model #: sc-4319 lot #: 21077751 description: clik x MRI anchor; model #: fb-201-01 lot #: 21148706 description: fb-201-01. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the pocket site. Symptom of a lot of pain was noted. The physician does not believed that the infection was device related but it was procedure related but the cause was still unsure. The patient was placed on antibiotics but the patients infection was not cured by it. The patient underwent an explant procedure.